Manufacturer narrative:
Results: - evaluation of the returned canopy found an open slider body and a pull tab missing on the patient access of the right window side. The right panel has 1 inch broken stitches on the molding zipper. The head panel head panel has 1 inch broken stitches on the zipper and the left window has a missing oull tab and 1 inch frayed nylon material. (B)(4).

Event description:
Customer reported zipper damage located at both the head and foot end of the right side panel. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.